Event description:
It was reported that: "this patient has had periodic pain. Climbing up and down stairs has been a problem for some time. After for a period of time it is noted to be more difficult to get the knee moving and straightening the knee. He notices much more pain in the summer months when he is more active and the last couple of months the right knee has gotten significantly worse."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.